Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination found the shaft of the device to have completely detached approximately 80mm proximal from the distal tip. The shaft was also noted to be stretched. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues were noted with the balloon material, tip, and markerbands of the device. This concludes the product analysis.

Event description:
It was reported that balloon detachment occurred which required a snare. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was inflated at nominal pressure. Tight stenosis at superior vena cava (svc) caused the balloon to have difficulty to retract and when pulled back after deflation, the balloon was detached from the catheter. A snare was used to remove the detached component. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon detachment occurred which required a snare. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was inflated at nominal pressure. Tight stenosis at superior vena cava (svc) caused the balloon to have difficulty to retract and when pulled back after deflation, the balloon was detached from the catheter. A snare was used to remove the detached component. The procedure was completed with another of the same device. No patient complications were reported.